Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy, the jaws would not open, it misfired and the device was not able to be used on the patient. Another device was used to complete the procedure. No adverse consequences reported.